Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they deployed the capsule, it fell into the patient¿s cavity. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. They used lubrication to facilitate replacement of the capsule and the delivery system and capsule will be not returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they deployed the capsule, it fell into the patient¿s cavity. An x-ray was done to locate the capsule in the abdomen that was not deployed, but not attached, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. They used lubrication to facilitate replacement of the capsule and the delivery system and capsule will be not returned for investigation.